Event description:
New information noted that programming changes were made to resolve the issue.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited atrial under-sensing that resulted in inappropriate shocks. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.